Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blockage alarm was likely to go off. The fault occurred during infusion. The date of event was in late (B)(6) 2024. There was patient involvement, and no patient harm/adverse event reported.